Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, out of box, the sampling manifold that connects to the arterial outlet separated. No pt involvement as this occurred out of box.